Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was checked daily due to radiation, and it was noted that the battery status has been going down from one year to eight months and recently at seven months. Boston scientific technical services (ts) discussed that the daily programmer interrogations were likely impacting battery as interrogations are a high-power event. Ts also discussed that after daily checks stop, the longevity could recover. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was checked daily due to radiation, and it was noted that the battery status has been going down from one year to eight months and recently at seven months. Boston scientific technical services (ts) discussed that the daily programmer interrogations were likely impacting battery as interrogations are a high-power event. Ts also discussed that after daily checks stop, the longevity could recover. To date, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was checked daily due to radiation, and it was noted that the battery status has been going down from one year to eight months and recently at seven months. Boston scientific technical services (ts) discussed that the daily programmer interrogations were likely impacting battery as interrogations are a high-power event. Ts also discussed that after daily checks stop, the longevity could recover. To date, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.